Manufacturer narrative:
Concomitant medical products: product ID: dtpb2qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was noted on a remote transmission that the left ventricular (lv) lead lead had a high threshold measurement. The lv lead remain in use. No patient complications have been reported as a result of this event.